Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded in uterine wall"), device expulsion ("devices may have migrated into her uterus /migration of essure device location of device: migrated into uterus,") and vaginal haemorrhage ("vaginal bleeding") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ulcerative colitis. Concurrent conditions included gastritis, irregular menstrual cycle, vaginal itching, nausea, dysfunctional uterine bleeding and swelling nos. In 2011, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), vaginal discharge ("irregular vaginal discharge") and abdominal distension ("abdominal distension"). In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2017, the patient experienced procedural pain ("a painful post-operative recovery"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain, back pain ("severe back pain"), weight increased ("weight gain") and depression ("depression"). The patient was treated with surgery ((B)(6) 2017 hysterectomy with bilateral salpingectomy.), surgery ((B)(6) 2017 hysterectomy with bilateral salpingectomy.) And surgery (endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, vaginal haemorrhage, back pain, dyspareunia, fatigue, vaginal discharge, weight increased, depression, procedural pain, menorrhagia, dysmenorrhoea and abdominal distension had resolved. The reporter considered abdominal distension, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, menorrhagia, procedural pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff s symptoms are mostly resolved. Current weight 123 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56.689 kgs. Hysterosalpingogram - on (B)(6) 2012: confirming bilateral occlusion of fallopian tubes. Ultrasound scan - on (B)(6) 2017: devices may have migrated into her uterus. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Historical condition, concomitant disease,were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, dysmenorrhea, abdominal distension and embedded in uterine wall were added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("devices may have migrated into her uterus") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. In 2017, the patient experienced procedural pain ("a painful post-operative recovery"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, back pain ("severe back pain"), abdominal pain lower ("severe cramping"), dyspareunia ("pain during intercourse"), abdominal pain ("severe abdominal pain"), fatigue ("fatigue"), vaginal discharge ("irregular vaginal discharge"), weight increased ("weight gain") and depression ("depression"). The patient was treated with surgery (underwent a laparoscopic total hysterectomy and bilateral salpingo-oophorectomy to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, back pain, abdominal pain lower, dyspareunia, abdominal pain, fatigue, vaginal discharge, weight increased, depression and procedural pain was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, device expulsion, dyspareunia, fatigue, procedural pain, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirming bilateral occlusion of fallopian tubes ultrasound scan - on (B)(6) 2017: devices may have migrated into her uterus. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.